Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100043 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undertermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with her flowflex covid 19 antigen test kit. This is an out of box issue. When the customer performed the covid test, no c-line or t -line appeared on the test cassette. Customer confirmed that she performed the test correctly with 4 drops of the buffer. This customer is 90 years old and cannot figure our how to send in a picture, she asked her 99 year old boyfriend, he could not figure out how to send a picture either. Neither of the 2 have email. I advised the customer that I need to forward this information and they will receive a replacement kit at some point.